Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The daughter of a customer reported via phone call of having blood glucose around 300 mg/dl and that he went to the doctor because it would not come down. Customer also mentioned having low blood glucose. Troubleshooting found that the customer was informed by their doctor to call and get advised on what could be causing the high blood glucose. It was found that the customer had issues with the serter and the quick set and was advised to return the serter for a replacement. Customer declined high and low blood glucose troubleshooting. No further details given.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Additional information was received that the customer sometimes experiences blood glucose levels in the range of 500 mg/dl, and will treat with manual injections.